Event description:
It was reported that several hours into an a-fib procedure the patient became hypotensive. The patient was under general anesthesia. A pericardial effusion occurred and it was observed using an intracardiac ultrasound. Pericardiocentesis was performed and approximately 600 cc of fluid were removed from the pericardial space. The patient was stabilized and transferred to ICU. The patient baseline was good health and stable. The outcome of the adverse event was fully recovered and the patient was reported very well after approximately 2 more days of hospitalization. The physician opinion regarding the causality of the event was procedure related.

Manufacturer narrative:
Concomitant products: soundstar 3d: (B)(4), us catalog #: sndstr10, lot #: 10846835000139. Lasso nav variable eco split: us catalog #: d134301, lot #: 15552497l. Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Carto 3 system: us catalog #: fg540000, serial #: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that several hours into an a-fib procedure the patient became hypotensive. The patient was under general anesthesia. A pericardial effusion occurred and it was observed using an intracardiac ultrasound. The catheter was visually inspected and it was found in normal conditions. The catheter was tested and it passed electrical, temperature, generator and deflection tests. Also an irrigation test was performed but the catheter was occluded with dark red residue similar to dried blood. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.